Manufacturer narrative:
(B)(4).the lot number provided for this device is invalid, therefore the date of manufacture cannot be determined.

Event description:
The inner cannula does not fit in the outer cannula. The outer cannula shows bumps inside. There was no patient involvement.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no difficulties fitting the outer and inner cannula together. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.